Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited an alarm. Per reporter, there was 6 ml (300mg) left of the medication. Per reporter, the user could not get it to work or prime. No adverse patient effects were reported. Per reporter no additional information is available at this time.